Manufacturer narrative:
Concomitant medical product: 50 ml baxter infusion bag of famotidine injection. The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the FDA request letter which states, "patient's nurse noticed an unusual "bubble" in the IV tubing from a bd alaris pump infusion set with back check valve - ref # (B)(4). The bubble was noticed when the nurse unloaded the IV tubing from the alaris carefusion infusion pump. The "bubble" is in the portion of the tubing that goes into the peristaltic portion of the infusion pump. No pump alarms sounded. The "bubble" is 2 cm long and 1.5 cm in diameter. As far as the nurse could tell the bubble in the tubing did not interfere with the operation of the pump or the delivery of the medicine. Unfortunately the tubing package was not available to get the lot number. Based on the lot numbers of the extra packages in the patient's nurse-server care it is possible that the unusual tubing was from one of these three lot numbers: (10) 18113112, (10)181113126 or (10)18116462. The IV pump serial number was not recorded. It remains in use within the facility." Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient's nurse noticed an unusual "bubble" in the IV tubing from a bd alaris pump infusion set with back check valve - ref # (B)(4). The bubble was noticed when the nurse unloaded the IV tubing from the alaris carefusion infusion pump. The "bubble" is in the portion of the tubing that goes into the peristaltic portion of the infusion pump. No pump alarms sounded. The "bubble" is 2 cm long and 1.5 cm in diameter. As far as the nurse could tell the bubble in the tubing did not interfere with the operation of the pump or the delivery of the medicine. Unfortunately the tubing package was not available to get the lot number. Based on the lot numbers of the extra packages in the patient's nurse-server care it is possible that the unusual tubing was from one of these three lot numbers: (10) 18113112, (10) 181113126 or (10) 18116462. The IV pump serial number was not recorded. It remains in use within the facility." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
The customer report of a balloon in the silicone segment was confirmed upon visual inspection and replicated during functional testing of the as-received suspect primary set. The silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause of the balloon/bulge was not determined.

Event description:
Received a copy of the FDA request letter which states, "patient's nurse noticed an unusual "bubble" in the IV tubing from a bd alaris pump infusion set with back check valve - ref # (B)(4). The bubble was noticed when the nurse unloaded the IV tubing from the alaris care fusion infusion pump. The "bubble" is in the portion of the tubing that goes into the peristaltic portion of the infusion pump. No pump alarms sounded. The "bubble" is 2 cm long and 1.5 cm in diameter. As far as the nurse could tell the bubble in the tubing did not interfere with the operation of the pump or the delivery of the medicine. Unfortunately the tubing package was not available to get the lot number. Based on the lot numbers of the extra packages in the patient's nurse-server care it is possible that the unusual tubing was from one of these three lot numbers: (10) 18113112, (10)181113126 or (10)18116462. The IV pump serial number was not recorded. It remains in use within the facility." Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient's nurse noticed an unusual "bubble" in the IV tubing from a bd alaris pump infusion set with back check valve - ref # 2426-0500. The bubble was noticed when the nurse unloaded the IV tubing from the alaris care fusion infusion pump. The "bubble" is in the portion of the tubing that goes into the peristaltic portion of the infusion pump. No pump alarms sounded. The "bubble" is 2 cm long and 1.5 cm in diameter. As far as the nurse could tell the bubble in the tubing did not interfere with the operation of the pump or the delivery of the medicine. Unfortunately the tubing package was not available to get the lot number. Based on the lot numbers of the extra packages in the patient's nurse-server care it is possible that the unusual tubing was from one of these three lot numbers: (10) 18113112, (10) 181113126 or (10) 18116462. The IV pump serial number was not recorded. It remains in use within the facility." An incomplete date of event of (B)(6) 2019 was provided.